Event description:
It was reported that the customer had a loose drive support cap. Customer was advised to speak to her hospital. Customer stated that the drive support cap is sticking out. Customer's blood glucose level was 12 mmol/l. Insulin pump will need to be replaced. Customer was advised to follow their back-up plan. No further assistance needed.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.